Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), implant failed to integrate and a bone fracture occurred. Patient experienced infection, inflammation and significant bone loss.